Event description:
It is reported that the shell would not seat on the liner. The locking ring was found to be jammed.

Manufacturer narrative:
This report will be amended when our investigation is complete.